Manufacturer narrative:
Concomitant medical products: sigphandle (serial # (B)(4)), sigadaptstnd (serial # unknown), sigpshell (lot # unknown) . If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco lobectomy, the devices were set up with no problem. There was no abnormality when connecting the reload, either. After the connection, the yellow tab was removed. The doctor approached to the tissue, and the devices changed to firing mode. The doctor pressed the firing button, but firing did not advance. The doctor opened and closed the jaws of the cartridge once more, changed the devices to firing mode, and pressed the firing button, but the firing still did not advance. A new handle and adapter, cartridge were used to continue the procedure. The indication of "firing finished" was displayed on the indicator screen of the handle which could not fire. A few hours later, when checking the handle, the error mark was found to be displayed. Even after the handle was restarted, the error mark was still displayed. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was pre-fired and engaged in interlock. There were staples protruding from proximal staple cartridge channel. Functionally the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.